Event description:
Rt noticed low tidal volumes on routine vent check. Tubing was examined and no leaks could be found. Vent was removed from service. Vent failed est. Call was placed to the service rep.